Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported during a f/u call that a pt had expired. The pt was not on the machine when he was taken to the hospital.